Manufacturer narrative:
Additional info: visual review identified the top flank of the thread on one side of the mas head is broken off, the broken off portion is missing and not returned for analysis. No evidence was found that would suggest a defect in manufacturing of the implant; unable to determine root cause of the foregoing event from the available information.

Event description:
It was reported that the patient underwent a minimally invasive tlif to treat degenerative disc disease with spondylolisthesis. It was reported that the screw head broke during reduction of the rod. The screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
The customer stated that a cell-dyn 3200 wbc result of 10.0 k/ul was generated for a patient sample with rrbc flagging. The customer retested the sample in cbc+rrbc mode and the wbc result was 5.0 k/ul. The sample was tested at another facility using the sysmex method and the wbc result was 60.1 k/ul. The patient's diagnosis is leukemia. No adverse impact to patient management was reported.